Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported ¿impedance issue¿ was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all functional testing on the ate. Which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.